Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence and urethral atrophy. The aus was explanted, replaced, and the cuff was downsized. There is no additional information reported.

Manufacturer narrative:
D4 unique identifier (UDI) for balloon: (B)(4). D4 unique identifier (UDI) for pump: (B)(4).